Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube came off when the plunger was depressed. A replacement device was used to complete the procedure. There were no pt effects reported. Allegedly, there was a delay in the procedure, but there was no adverse event reported due to this issue. Product is returning.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) 2010. The device was received with the delivery tube detached. The delivery tube was found to have some amount of glue remnant present around the circumference. The complaint for "delivery tube detached" was confirmed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. This is currently being investigated in our CAPA process. (B)(4).